Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2010, bowel perforation in 2007, cervicalgia, ventral hernia, lung nodule, lyme disease, dysuria, post coital bleeding, bloating, bowel perforation, fibromyalgia, back pain, diabetes mellitus, hypertension, gastric bypass and knee operation. Previously administered products included for an unreported indication: norco and penicillin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), urinary incontinence ("urinary problems / troble holding bladder"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), hyperaesthesia teeth ("teeth sensitivity"), fibromyalgia ("fibromyalgia"), feeding disorder ("gastric problems where I throw up often and can't eat much protein"), middle insomnia ("sleep disruptions"), memory impairment ("memory fob"), lethargy ("lethargic"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), rotator cuff syndrome ("rotator cuff tear"), periarthritis ("frozen shoulder syndrome caused by inflammation"), musculoskeletal pain ("both shoulder painful"), insomnia ("effects my ability to sleep") and muscular weakness ("cannot lift my arm"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, urinary incontinence, allergy to metals, alopecia, hyperaesthesia teeth, feeding disorder, middle insomnia, memory impairment, lethargy, depression, anxiety, rotator cuff syndrome, periarthritis, musculoskeletal pain, insomnia and muscular weakness outcome was unknown and the fibromyalgia and fatigue had not resolved. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, depression, fatigue, feeding disorder, fibromyalgia, genital haemorrhage, hyperaesthesia teeth, insomnia, lethargy, memory impairment, middle insomnia, muscular weakness, musculoskeletal pain, neuromyopathy, pelvic pain, periarthritis, rotator cuff syndrome and urinary incontinence to be related to essure. The reporter commented: patient has constant need for medications now. Essure device was used to instill the coil. Once the device was removed, a total of 3 coils. Once the device was deactivated, a total of 5 coils were seen at the tubal ostia proceeding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: satisfactory location of bilaterally placed essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; fatigue, pelvic pain, rotator cuff tear, adhesive capsulitis of shoulder, shoulder pain, sleep difficulty, inability to raise arms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events were added ad rotator cuff tear, frozen shoulder syndrome caused by inflammation, both shoulder painful, effects my ability to sleep, cannot lift my arm. New reporter was added. The outcome of the event "fibromyalgia" was reported as not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included caesarean section in 2010, bowel perforation in 2007, cervicalgia, ventral hernia, lung nodule, lyme disease, dysuria, post coital bleeding, bloating, bowel perforation, fibromyalgia, back pain, diabetes mellitus, hypertension, gastric bypass and knee operation. Previously administered products included for an unreported indication: norco and penicillin. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), urinary incontinence ("urinary problems / troble holding bladder"), allergy to metals ("nickel sensitivity"), alopecia ("hair loss"), hyperaesthesia teeth ("teeth sensitivity"), fibromyalgia ("fibromyalgia"), feeding disorder ("gastric problems where I throw up often and can't eat much protein"), middle insomnia ("sleep disruptions"), memory impairment ("memory fob"), lethargy ("lethargic"), fatigue ("chronic fatigue"), depression ("depression"), anxiety ("anxiety"), rotator cuff syndrome ("rotator cuff tear"), periarthritis ("frozen shoulder syndrome caused by inflammation"), musculoskeletal pain ("both shoulder painful"), insomnia ("effects my ability to sleep") and muscular weakness ("cannot lift my arm"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder, urinary incontinence, allergy to metals, alopecia, hyperaesthesia teeth, feeding disorder, middle insomnia, memory impairment, lethargy, depression, anxiety, rotator cuff syndrome, periarthritis, musculoskeletal pain, insomnia and muscular weakness outcome was unknown and the fibromyalgia and fatigue had not resolved. The reporter considered allergy to metals, alopecia, anxiety, autoimmune disorder, depression, fatigue, feeding disorder, fibromyalgia, genital haemorrhage, hyperaesthesia teeth, insomnia, lethargy, memory impairment, middle insomnia, muscular weakness, musculoskeletal pain, neuromyopathy, pelvic pain, periarthritis, rotator cuff syndrome and urinary incontinence to be related to essure. The reporter commented: patient has constant need for medications now. Essure device was used to instill the coil. Once the device was removed, a total of 3 coils. Once the device was deactivated, a total of 5 coils were seen at the tubal ostia proceeding into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: satisfactory location of bilaterally placed essure coils. Concerning the injuries reported in this case, the following were described in patient¿s medical record; fatigue, pelvic pain, rotator cuff tear, adhesive capsulitis of shoulder, shoulder pain, sleep difficulty, inability to raise arms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.